Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The internal examination of the device showed the heat piece showed signs of burning. The printed circuit board was damaged. The device issue was determined caused by short circuit. The cause of this circuit problem was not confirmed.

Event description:
Information was received indicating that the level 1 trauma fast flow system had a burn on the circuit board. The issue was discovered during testing.